Manufacturer narrative:
Oxiris s has been temporarily approved for use in the us under emergency use authorization (B)(4) with a specific indication to treat patients with covid-19 infection. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection observed a leak at the level of the bld tube of the effluent line due to a hole on the tube. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a liquid leak was observed in the connection hose of one unit of oxiris s during priming and it was reported to be separated from the device. There was no patient involvement. No additional information is available.